Event description:
It was reported that the customer received a motor error alarm, as well as a button error. Damage to the battery compartment was also reported. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.